Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was a software problem on the controller screen. The patient reported that she ¿went to plug it in to charge, into the wall¿ then she ¿went to unplug it¿ to charge the implant and the message appeared. The following was displayed on the controller screen with the software problem: 1 - intellis 2 - 3.0 3 ¿ 243 4 - qf_port. The patient was using the lithium ion battery pack in the controller when the message was seen. The patient was assisted in resetting the controller by removing and reinserting the battery in the controller. The issue was resolved. No further complications were reported. 2018-dec-03 (B)(4) (con): additional information was received. Consumer reported their implant battery went dead on friday because every time they tried to charge the ins the controller would show the system problem rm05 screen. This was reportedly an ongoing issue. When they tried charging their implant up the controller was saying "no device found." They were unable to establish recharging. Taking the lithium battery pack out and reinserting it didn't resolve the system problem message. The patient had also tried unplugging and replugging in the recharger antenna, this didn't fix they issue. Additional information was received. The patient received the new rtm but it still wasn't connecting. They were getting the screen 50 with the number of 98. It said checking recharge quality and looking for device and then went back to the number. They tried the hard reset and took the battery out and put it back in but it didn't resolve issue. Patient was redirected to their health care provider. No further complications reported/anticipated.

Event description:
Additional information form patient was received. Patient stated they were not able to recharger ins after calling couple times. It was noted they met rep at the doctor office as steps to resolve the error message and not being able to connect. When asked the circumstance that led to the error messages and not being able to connect was the tech over the phone was not sure, and rep mentioned at company that systems had to be reprogrammed. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient received the replacement recharger but was still having issues. The rep interrogated the controller and recharger and saw the "no device found" message. The tablet could not locate the ins. The ins was said to be discharged. The rep then saw a rm04 message on the replacement recharger. The patient indicated they'd seen this before the replacement. The rep reset the controller battery and paired the controller to the ins and initiated a passive recharge mode. The rep tried the passive recharge mode for 30 minutes and the number on the screen was 94. The rep also indicated the patient saw a rm05 message on the screen since getting the replacement. After the disable device was run on the controller, the rep was able to connect to the ins for normal recharging and it displayed an ins charge level of 100%. Stimulation was turned on and the patient was happy with the stim. No further complications were reported.